Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. A returned photo was evaluated. In the photo, the lens is still in the eye. The observed damage isn't a scratch. It is either a large scrape, mark or a split. The product investigation could not identify a root cause. The mark is not parallel to the edge, which would indicate a lack of viscoelastic in the cartridge and a scrape mark. The haptics aren't visible, so it can't be determined if the damage is on the fold, which might indicate a split. Unable to determine if the damage is on the anterior or posterior surface. No other determination can be made from the photo. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 6/26/2015. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, it was noted to have a scratch in the optic. The lens remained implanted for two months, but the patient reported visual disturbances that were affecting his daily activities. In a follow up, the surgeon confirmed that the lens was exchanged for another lens.

Manufacturer narrative:
The product was returned with solution, blood, haptic damage and optic damage observed. Upon return the lens was misaligned inside the lens case on a post of the case resulting in additional optic damage. The returned photo was evaluated. In the photo, the lens is still in the eye. The observed damage isn't a scratch. It is either a large scrape mark or a split. The root cause of the reported visual disturbance cannot be confirmed. A photo review indicates that the lens damage extends from the optic edge toward and into the central optic zone. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).